Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the implantable cardiac monitor (icm) was unable to obtain adequate sensing. Repositioning was attempted, however it was noted that the device it was difficult to extract with the forceps which resulted in scratches on the device. The device was not used and replaced. No patient complications have been reported as a result of this event.